Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and testing and upon completion, no issues were observed relating to glass breakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the retention samples and photos, the customer¿s indicated failure mode for glass breakage with the incident lot was not observed and a root cause could not be determined as all samples met the required specifications. Additionally, the photos did not identify a specific product issue.

Event description:
It was reported with the use of the bd vacutainer® glass aprotinine k3edta tube with pink hemogard¿ closure there was an issue with broken glass tube when taking the closure off that caused wound to the nurse. The blood material from the patient was (B)(6). There was no report of medical intervention.